Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure.

Event description:
Date of event is unknown.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: endoscopy staff have reported difficulty getting the needle to retract on the IV needles. The needle retracts very slowly on the 22-gauge bd insyte autoguard IV catheters.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.